Event description:
It was reported that the pt was unable to increase amplitude above perception. On (B) (6) 2010, the clinical specialist ran a full diagnostic. Only two electrodes were found to be invalid. An x-ray was taken and revealed that the leads had not migrated. The pt was referred for a paddle lead.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.